Manufacturer narrative:
In the course of this examination, deviations in the pin force of the torque screw of the skull clamp sent in were determined. The pin force is slightly below the specified acceptance criteria (=2%). No definitive cause for the deviating pin force can be determined. Possible influences from use, e.g. From reprocessing, cannot be excluded. However given the minor degree of the deviation it is not suspected that the slight deviation in clamping force could have contributed to the described event. We therefore suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer informed us on march 13 that one of our products was involved in a case in which the patient sustained a laceration.